Manufacturer narrative:
(B)(4). Software version 4.11e. Retainer ring = black. On (B)(6) 2022 the customer reported fluid under the lcd window and a crack on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, faded and peeling serial number label, cracked middle (enter) keypad button, scratched case. Unit passed displacement test; it failed self test. Self test returned a pump error 75. Attempt to upload the unit¿s history and trace files using thus was successful. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, components located at the top of the back side of the board, j2, u2; pcba1--j1, lcd flex cable terminal, components located at the top of the front side of the board. In summary, the customer¿s report of fluid under the lcd window and that of a crack on the back of the battery compartment both were confirmed. The pump error 75 is due to the moisture damage around the pcba1 j7 aa battery connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.